Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "surgeon went to use the drill to begin screw fixation of the pinnacle cup and the drill bit fell in half. All two pieces of drill were retrieved and there was no patient impact.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "original-(B)(4).jpeg, processed-(B)(4).jpeg". The photo investigation revealed that ¿227456000, quickset 3.8 dimtr dr bit 25mm¿ has broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, quickset 3.8 dimtr dr bit 25mm was broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon went to use the drill to begin screw fixation of the pinnacle cup and the drill bit fell in half. All two pieces of drill were retrieved and there was no patient impact. There was a surgical delay of two (2) minutes. The procedure was successfully completed.